Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of 722-725 mg/dl. Customer administered a bolus via the pump and administered a correction injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer to use mdi for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.